Event description:
Per the clinic, the patient experienced migration of the electrode array (specific date not reported). The patient was initially taken for a device repositioning surgery; however, due to the stylet being displaced from the electrode and silicone being compromised, the decision was made to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.